Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle materials and tissue on the shell; deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. The events of granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: granuloma and seroma-late.

Event description:
Patient reported left side "experiencing multiple chronic health issues in the past two years that are synonymous with the symptoms of breast implant illness." Patient reported "rupture", "painful capsular contracture grade iii". Healthcare professional reported "breast pain, lethargy, feeling generally unwell", "silicone granuloma", "implant shell has multiple indurations", "peri-implant fluid", "left 12 o¿clock lesion has features of a fibroadenoma". The events of "lethargy, feeling generally unwell, left 12 o clock lesion has features of fibroadenoma" are not related to the device .the device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported left side "experiencing multiple chronic health issues in the past two years that are synonymous with the symptoms of breast implant illness." Patient reported "rupture", "painful capsular contracture grade unknown". The device has been explanted.